Manufacturer narrative:
Follow-up received on 18-apr-2016: quality-safety evaluation of ptc ((B)(4)) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-apr-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous case report refers to a female consumer who became pregnant twice after essure (fallopian tube occlusion insert) insertion (this case refers to her second pregnancy). According to her, her pregnancy was high risk since the device was still in her fallopian tube. Later, it was discovered the devices perforated her fallopian tubes and she underwent a hysterectomy to remove them. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, no information was given about the confirmation test. The consumer had 2 pregnancies with essure, and it seems that after these episodes, a fallopian tube perforation was diagnosed. This perforation could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancies onset); causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed. No active follow-up can be pursued, due to lack of contact details.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 15-mar-2016 who had essure ess205 (fallopian tube occlusion insert) inserted for sterilization. The consumer reported essure is marketed as a sterilization device but it failed since she became pregnant twice with the device and had a high risk pregnancy with the device still inside her fallopian tubes. She experienced severe pelvic pain, bloating, tiredness, lethargic symptoms with the device. She also reported they were found perforated her fallopian tubes and in 2014 she had to have a hysterectomy to remove them. After removal, all her problems disappeared. She reported the date of the adverse event as (B)(6) 2006 but she did not specify it for one of the events. Note that this current case refers to consumer's second pregnancy; the first pregnancy was reported under reference (B)(4). Company causality comment: this spontaneous case report refers to a female consumer who became pregnant twice after essure (fallopian tube occlusion insert) insertion (this case refers to her second pregnancy). According to her, her pregnancy was high risk since the device was still in her fallopian tube. Later, it was discovered the devices perforated her fallopian tubes and she underwent a hysterectomy to remove them. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, no information was given about the confirmation test. The consumer had 2 pregnancies with essure, and it seems that after these episodes, a fallopian tube perforation was diagnosed. This perforation could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancies onset); causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). A product technical analysis is being sought. No active follow-up can be pursued, due to lack of contact details.

Manufacturer narrative:
Follow-up information received on 21-jul-2016 from the physician: it was reported that both uterine tubes and essure implants as well as uterus were removed from patient. No additional information will be available. The list of similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-jul-2016 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed worsening of symptoms of nickel allergy. She was submitted to a hysterectomy with bilateral salpingectomy and essure was removed. This event was considered serious due to its medical importance and is listed according essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had a previous nickel allergy and experienced eczema and itching in whole body after essure insertion. Considering the positive temporal relationship between the event and essure insertion and based on device safety profile, causality cannot be excluded. Additionally, non-serious events with essure were reported. This case was considered an incident, since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Upon internal review it was noted that information was incorrectly submitted on 15 aug 2016. The information was correctly submitted to 2951250-2016-00239.